Event description:
It was reported that when the customer was charging the ventilator, the charger plug started sparking. The customer also reported that the wires needed to be fixed. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na